Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
The device history records for the nail were reviewed and verified to have been conforming at the time of manufacture. Only the sliver of material reported was returned for evaluation. Material analysis of the sliver was found to match the material of the nail; it is likely that the sliver came from the tibia nail. The nail itself was not returned for evaluation. This device is used for treatment. It is unknown when the sliver was generated as it was noted during removal of the tibial nail in a revision procedure. There are no other complaints of this nature for this part number. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported, the patient's natural nail was being revised for an unknown reason. During revision, an unknown metal piece was noted in the nail.